Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the vad manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms or other anomalies within the analyzed period that could be related to the reported event. Failure analysis of the returned segment of the driveline cable revealed that the driveline cable passed the continuity test and locking mechanism test in a controlled environment; the connector was able to connect securely to a test controller port. Visual examination revealed yellowing of the driveline cable¿s outer sheath. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Visual examination of the returned device, as well as on-site inspection and visual evidence provided by the site, also revealed that the driveline connector nut was loose, resulting in a gap between the connector clamp nut and connector body. Further inspection revealed remnants of epoxy and room-temperature-vulcanizing (rtv) silicone on the connector body. As a result, the reported event was confirmed. A driveline splice repair was performed to mitigate the conditions reported. Based on historical review of similar events and the investigation conducted, the most likely root cause of the reported loose driveline connector body event can be attributed to a manufacturing issue, including, but not limited to, the interaction of rtv silicone and epoxy during the connector assembly process which may cause a reduction in bonding strength. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline exhibited a poor mechanical connection associated with a loose driveline connector near the nut. The driveline connector could be easily rotated and it would slide down the vad driveline unprovoked. Driveline splice repair servicing was performed. The vad driveline remains in use. No patient complications have been reported as a result of this event.